Event description:
An altitude alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by replacing the cartridge and received tips from technical support to prevent future altitude alarms. The pump subsequently resumed normal operation.